Event description:
It was reported that the systems power cord was damaged and prevented the system from being used. This resulted in a loss of imaging functionality. There is no report of death or serious injury associated with the complaint. This resulted in a loss of imaging functionality.

Manufacturer narrative:
A ge service rep performed an on site investigation. The power plug was repaired during the service call. The system was tested and found to be working as intended and put back into service.